Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: the low venous pressure alarm may not occur with every disconnection or needle dislodgement. Check all blood lines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper blood line connections or needle dislodgements can result in excessive blood loss, serious injury, and death. System alarms may not occur in every blood loss situation. Outset medical, inc. Technical service engineer (tse) reviewed the system log for the procedure performed on (B)(6) 2026 and confirmed that the console functioned as intended. No issues or abnormalities were identified in the system performance. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
The registered nurse (rn) reported that the patient's venous access became dislodged during hemodialysis treatment. Upon identification of the dislodgment, the nurse terminated the treatment to prevent further blood loss. Blood was not returned to the patient, and the amount of blood loss is unknown. Resuscitative measures, including cardiopulmonary resuscitation (CPR), administration of epinephrine, and transfusion of three units of blood, were performed. The patient was subsequently transferred to the intensive care unit (ICU). No additional information regarding the cause of the venous access dislodgement or the patient's final clinical outcome was provided.